Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported thrombosis/thrombus was due to procedural conditions as lower act (activated clotting time) was maintained due to von willebrand disease. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed posterior leaflet, and von willebrand disease for a mitraclip procedure. All steps were performed per instructions for use (IFU). After the steerable guide catheter crossed the septum, a small thrombus was noted. The activated clotting time (act) was 200sec. It was noted the lower act was intentional due to von willebrand disease. The procedure continued, and additional heparin was administered to treat the thrombus, which spontaneously resolved. The act was ~280-300 seconds during the remainder of the procedure. The mr was reduced to grade 1 with one clip implanted. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.